Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the wire from the joystick can be wiggled and there is a short in it. The dealer stated that because the chair is cutting off because of the short in the joystick cable. Dealer stated that he does not recall an error code being associated with this issue.